Event description:
During the lap nissen fundoplication procedure, the generator alarmed and the instrument would not work. The customer did not have further information on the exact nature of the problem or what troubleshooting was performed, but stated that a second instrument of the same product code was used to finish the case with no patient consequences. The customer stated that the jaw on the shears would still open and close.

Manufacturer narrative:
H6 code: cracked blade. The analysis results found that while attempting to activate the device on a generator, the generator gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present.